Manufacturer narrative:
Continuation of concomitant: addrl1 ipg, (B)(6) 2013.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited no capture and r-wave undersensing. The physician further described the event as an exit block. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.